Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the first proglide was deployed, it "did not successfully catch and it felt like it bounced off of calcium". An attempt was made with a second proglide device; however, the same issue occurred. When closing the foot and attempting to remove the 2nd proglide, it became stuck and could not be removed. Attempts were made to open and close the foot in attempt to remove the device from the patient anatomy. The lever seemed as though it had closed completely. Eventually, the proglide device was able to be removed after gentle side to side rocking. The footplate was open despite the lever being closed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was not achieved with the pre-placed proglide sutures. Manual arterial compression was applied for 20 minutes and hemostasis was still not achieved. Cut down surgery was performed by a vascular surgeon and it was found that the femoral artery was torn anteriorly, likely as a result of the difficulty removing the second device. Surgical patch repair was performed to treat the tear of the artery. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy due to the need for surgical repair of the artery. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Two additional devices are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss, difficulty closing the foot and difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is not known. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to a needle to cuff miss, foot detachment, difficulty closing the foot and difficult to remove may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (calcification/ human tissue) or failure to maintain a stable position of the device with respect to the tissue tract, foot was not retracted prior to attempted removal from femoral vessel. The reported patient effect of tissue injury is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d1: correction of brand name from perclose proglide to perclose prostyle d4: correction of catalog no and UDI#

Event description:
Subsequent to the initially filed medwatch report, the following correction was made. The devices were prostyles not proglides. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is not known. Follow up with the account confirmed that the separated foot was not noted during the procedure. As the foot was not located during surgical cut down and the patient had strong pedal pulses post procedure, the account concluded that the separated foot would not have been in the patient. No additional information was provided.